Manufacturer narrative:
The suspect product is the aviva strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of hi and 135 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: strip lot 300367 with expiration date 02/29/2008.